Manufacturer narrative:
Updated device problem code. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. It is noted that the problem was user error and the self test needed to be re-ran to clear out the error. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an ECG test failure when running an operational check. There was no patient involvement.